Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the damaged pneupac ventilator produced a constant low-pressure alarm. The product problem was observed during a pre-use check. There was no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in damaged physical condition. The front panel was damaged, the CPAP knob was missing, and the battery cover was cracked. The input/output label and instruction label was also damaged. During the evaluation of the device, the device had multiple damages due to impact. The low pressure alarm functioned as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Returned device was received in damaged physical condition. The front panel was damaged, the CPAP knob was missing, and the battery cover was cracked. The input/output label and instruction label was also damaged. During the evaluation of the device, the device had multiple damages due to impact. The low pressure alarm functioned as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.